Manufacturer narrative:
No specific serial number was provided for the device, and no record to indicate whether the device was returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. If the device is returned or additional information becomes available at a later date this report will be supplemented accordingly.

Event description:
Olympus received a legal document on (B)(6) 2018 alleging that a patient contracted a multidrug infection after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure with an olympus duodenovideoscope on or about (B)(6) 2015 at swedish medical center in seattle, washington.